Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. In addition, the customer removed insulin from the cartridge while pumping. Customer¿s blood glucose level was 400 mg/dl. A new cartridge was successfully loaded onto the pump to address the alarm.